Manufacturer narrative:
Other, other text: no product was returned for evaluation. If the product is returned this complaint will be reopened for further investigation. No lot number was provided; therefore, a history record review could not be conducted. D3, g1, g2 email: regulatory.responses@icumed.com, corrected data: d3, d4: catalog number and UDI number,e3, g5, h6 health effects: health impact, see h10 for additional.

Event description:
Information was received indicating that while in use of a smiths medical cadd cassette reservoir, under infusion was noted. It was reported that the patient returned with more than 20 cc remaining. No patient consequences were reported. No adverse effects were reported.